Manufacturer narrative:
(B)(4). Device code (B)(4) - improper or incorrect procedure or method. The mitraclip remains in the anatomy and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment and possible tissue injury. It was reported that this was a mitraclip procedure treating functional ischemic mitral regurgitation (mr) grade 3-4 with a short and slightly tethered posterior leaflet and dilated left and right atrium. Leaflet grasping was difficult with the first clip delivery system (cds0602-xtr 80508u216). Each time the clip was closed the posterior medial leaflet (pml) would come out of the grasp. Grasping was attempted for 1.25 hours. With each grasp, either the mr was not reduced or there was not enough leaflet grasped. The physician decided to deploy this clip anyway. The leaflet insertion assessment (lia) showed lifting of the pml indicating that there was not enough pml inserted into the clip. This assessment was performed for approximately 30 seconds and the assessment of leaflet length insertion was not performed. Despite this, clip deployment continued. Post deployment, the clip remained attached to the anterior leaflet and the gripper line, however, the pml detached from the clip (single leaflet device attachment-slda). The gripper line was removed. The mr had worsened and posterior leaflet tissue injury was possible. Another mitraclip was implanted as treatment and to further reduce mr to grade 3. The patient remained hemodynamically stable during the procedure. There was no reported clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. It should be noted that the reported patient effects of mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Despite insufficient leaflet insertion, the physician decided to deploy the clip; which is a deviation as per the IFU steps outlined within mitraclip system IFU. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology (short and tethered posterior leaflet, dilated left and right atrium). Moreover, the combination of patient morphology/pathology and the user error of not confirming the adequate insertion of leaflets before deploying the clip resulted in the reported single leaflet device attachment (slda) which subsequently resulted in worsening mr and mitral valve injury. There is no indication of a product quality issue with respect to manufacture, design or labeling.